Manufacturer narrative:
Medical records have been requested to assist the clinical investigation process. Per pd nurse, the patient has been able to continue the cycler-based peritoneal dialysis treatments. Supplemental report(s) will be filed upon completion of the clinical and plant investigations.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with a recurrent umbilical hernia and underwent a repair procedure. The patient was hospitalized on (B)(4) 2014 and, per pd nurse, discharged on the same date.